Event description:
It was reported that the keyed on a pump was inoperable.

Manufacturer narrative:
(B)(4). The sigma device evaluation found that when the #9 key is selected that #6 will be entered. Also, when any key (other than the on/off, #5, #8 and #9 key) is selected the #3 will be entered. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.